Event description:
Check "iab cath" alarm sounded from the system 97 pump. Blood was noted in the tubing and back into the pump and the iab was removed. (Event complications: unk - reported 09/22/1998.) (Pt's current status: unk - reported 09/22/1998.)